Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display is not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's display is not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.